Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin on board value was inaccurate as reportedly, customer had not delivered a bolus. Customer's blood glucose was 146 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.